Manufacturer narrative:
Gtin: not available as lot number is unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "pulmonary arterial hypertension associated with congenital portosystemic shunts treated with transcatheter embolization and pulmonary vasodilators" (doi: 10.2169/internalmedicine.55.6557), a patient implanted with a 20mm amplatzer vascular plug ii (avpii) secondary to an intrapulmonary shunt reported dyspnea and was diagnosed with hepatopulmonary syndrome and porto pulmonary hypertension caused by congenital portosystemic shunts. Approximately three months post-implant, the patient's symptoms worsened reportedly indicating that transcatheter embolization exacerbated her pulmonary arterial hypertension. The patient was placed on vasodilator therapy. Six months later, hypoxia remained and an improvement in symptoms was noted.